Event description:
It was reported via implant card that the patient underwent battery replacement due to high impedance. It was later reported that high impedance was seen prior to battery revision. The lead was replaced and high impedance was resolved. It was also noted that the patient did not experience any trauma around the vns sites. No x-rays were performed for this event. The suspected device was noted to be discarded. No other relevant information has been received to date.